Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician was unable to get the wrench to engage in the setscrew after removing and then replacing a lead in the device header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a damaged right ventricular connector, and a damaged right ventricular and atrial grommets. The returned device indicated foreign material on right ventricular set screw which had a rounded socket and there was a damaged atrial set screw. If information is provided in the future, a supplemental report will be issued.